Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, no additional patient or procedural factors were provided that could help determine a root cause, however it could be related to patient calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post tavr procedure that was performed under conscious sedation, the patient complained of back pain. Tte imaging was evaluated and an effusion was noted and attributed to an annular perforation. The patient was placed on bypass, and converted to open heart surgery. The sapien 3 valve was removed, and a non-edwards surgical valve was implanted. Coronary bypass grafting was performed as well. The patient was unstable throughout the remainder of the day and expired the following day. The cause was considered to be due to the annular perforation, effusion, conversion to savr. Sheath removed and noted to have split down seam, which was noted on removal of sheath.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the additional information provided suggested a possible root cause related to mild to moderate calcification of the aortic root and native leaflets. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post tavr procedure that was performed under conscious sedation, the patient complained of back pain. Tte imaging was evaluated and an effusion was noted and attributed to an annular perforation. The patient was placed on bypass, and converted to open heart surgery. The sapien 3 valve was removed, and a non-edwards surgical valve was implanted. Coronary bypass grafting was performed as well. The patient was unstable throughout the remainder of the day and expired the following day. The cause was considered to be due to the annular perforation, effusion, conversion to savr. Sheath removed and noted to have split down seam, which was noted on removal of sheath. The aortic root had mild to moderate calcification, and the native leaflets had mild to moderate calcification.